Manufacturer narrative:
The post-operative inflammatory response occurred on an unreported date ¿approximately two years ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a massive inflammatory response after undergoing a surgical procedure in which floseal was used. On an unreported date, the patient underwent oophorectomy. The surgeon reported that after removing the patient¿s ovary, floseal was used to stop bleeding. Two weeks later, the patient needed to undergo a revision operation due to a massive inflammatory response. No further detail was provided regarding the outcome of the patient. No additional information is available.